Manufacturer narrative:
(B)(6). Follow-up #1: date of submission 05/23/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: review of the black box revealed multiple loss of prime warnings. On investigation, the pump was exercised for 24 hours without duplication of loss of prime. The force sensor was evaluated and determined to be operating within the required specifications. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. It was reported that the loss of prime occurred 2 or more times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.